Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2020 due to high blood glucose level of 596 mg/dl. The customer had been using the insulin pump within 48 hours of high blood glucose level event. The customer experienced difficulty in breathing, rapid heart bead and headache. The customer was treated with insulin drip at the hospital and had treated herself with bolus and manual injections. The customer also alleged the insulin pump for under delivery because of elevated blood glucose levels. The insulin pump was on auto mode at the time of incident. The insulin pump passed displacement test and the customer declined performing high pressure test. The insulin pump will not be returned for analysis.